Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that they encountered a persistent error 319 when powering the system. Tse reviewed the logs and found multiple instances of error 319, indicating that the ec (electronic controller) was not present. The customer was guided to check for signs of life in the ec, such as fans spinning and the front led being blue. Tse then instructed to reseat all connectors on the ec and vp (video processor) while the tower's main switch breaker was off, and to toggle the ec and vp switch breaker. Despite these efforts, the system powered up again with the same error 319. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced endoscopic controller (ec) to resolve the issue. The system was verified and ready to use. Isi has not received the ec for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.